Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device sustained a cracked screen, the device remained powered but water resistance and reliability were compromised, and the user was instructed to maintain backup therapy and sync data prior to shutdown. Symptoms included no reported adverse clinical effects and no changes in blood glucose status. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview, review of provided photographs, and product history review. Investigation of this device revealed physical damage localized to the display assembly consistent with external impact, with no evidence of internal functional failure. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external force.